Event description:
It was reported that the user removed the ilet cartridge and observed external wetness consistent with a leak, then elected to perform a full supply change without additional assistance. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included continued use following user-directed supply replacement without medical intervention. Investigation included product troubleshooting and user education conducted remotely. Investigation of this case revealed a suspected leaking cartridge, with the specific lot unidentified because the user stores mixed lots together. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient lot traceability and absence of returned product for analysis.